Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage and yellow particles. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade unknown. Device has been explanted.